Event description:
Boston scientific crm received information from the patient's spouse that they had been told at the patient's last clinical visit that this lead had likely experienced a fracture and had high out-of-range pace impedance measurements that had gone away, and that the lead remained in service. A boston scientific technical services consultant (ts) discussed that the fracture likely was an intermittent one, and recommended they contact the patient's physician for additional information. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received.